Manufacturer narrative:
Additional information has been requested and received will be submitted on a supplemental report.

Event description:
The ring of the wire post was found broken in the surgery, after removal from patient.